Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. Lead trend measurements showed high capture threshold. Reprogramming was performed to turn of the diagnostic. The lead remains in use. No patient complications have been reported as a result of this event.